Manufacturer narrative:
D2b: additional medical device type: gim. G5: additional PMA / 510(k)#: k230391. The manufacturing location for this product is rmr. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd received 100 samples for investigation. The samples were not evaluated as the customer stated they concluded that the issue of blood pooling is not related to the product being defective, but rather collection techniques including finger alignment and finger sizing. Retention samples from bd inventory were evaluated by both visual examination and functional testing, and no issues were observed relating to blood pooling. The device was manufactured according to product specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode blood pooling. Bd was able to trace the root cause for the indicated failure mode to user technique. As part of bd's ongoing process to track and trend complaint data, an update to the minidraw eifu was initiated to address the residual blood in finger sleeves that may occur. The new verbiage in the warning section will state: "practice universal precautions in accordance with your facility¿s procedures. Use gloves, gowns, eye protection, other personal protective equipment, and engineering controls to protect from residual blood on finger and/or finger sleeve, blood splatter, blood leakage, and potential exposure to blood-borne pathogens." Additionally, the new text in step 8 of the blood collection procedure will state: "residual blood may be present on patient's finger and/or finger sleeve."

Event description:
Report 2 of 3: it was reported that when using the bd minidraw¿ finger sleeve, small, there was 1 instance of blood pooling in the finger sleeve. No adverse impact was reported regarding the patient or user.